Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an error message with the freestyle libre sensor. The customer reported feeling malaise upon waking from sleep, but obtained a "check sensor" message when attempting to scan sensor. The customer began to tremble and experienced seizure. The customer went to hospital, where a laboratory blood glucose result of 68 mg/dl was obtained. The customer did not indicate if treatment for hypoglycemia was administered, and only stated that a neurological consultation is to be done. There was no report of death or permanent injury associated with this event.